Event description:
It was reported that, during a tka when setting the patella component, the ring of one (1) 23mm genesis ii biconvex patella was detached without touching. The ring was removed from the patient. The procedure was resumed, after a non-significant delay, with a s+n back-up device. Patient was not injured as a consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals the ring detached from the patella. Based on the information provided, the unsatisfactory experience could be confirmed. A dimensional evaluation performed on the device revealed that the patella has damage that would not allow for accurate measurement on most features. The ring measured within specifications. The dimensional evaluation revealed that the device has damage that appears to be from attempted use and has the potential to cause an event during attempted mating as described in the complaint. The damage/deformation of several features would not allow for accurate measurement. One measurable critical feature that could be measured was within specification. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, procedural/user error and/or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.